Event description:
It was reported that the iab was inserted post surgery. Frequent helium loss alarms were experienced. Pump was exchanged but alarms continued. Troubleshooting began with iab but alarm condition could not be resolved. Iab was exchanged. There were no reported pt complications.